Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was not using hdmi for video and someone connected the dvi cable to the monitor. Once swapped, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being outside of procedure. It was reported that the mobile view station (mvs) monitor, when turned on, displays multi-colored lines on the screen and never goes to the home screen. The site rebooted the system several times without resolving the issue. There was no patient present when this issue occurred.